Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received unexpected restart alarm. The customer's blood glucose was 113 mg/dl at the time of incident. Troubleshooting was done. The customer stated that a temporary basal was not programmed before the unexpected restart alarm occurred. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The customer stated that the alarm did not occur shortly after inserting a new battery. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement, operating currents, self test, off no power, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was received with an unexpected restart alarm during the error test due to a voltage leak. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.